Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that pauses were noted on the patient's electrocardiogram. The patient did complain of having episodes of dizziness. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that pauses were noted on the patient's electrocardiogram. The patient did complain of having episodes of dizziness. It was further reported that a holter monitor reading showed pauses occurred twice, which appeared to be oversensing. The lead was capped and replaced, and the device remains in use. No further patient complications have been reported as a result of this event.